Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The customer isolated the leak to the red blood cell/white blood cell (rbc/wbc) bath area. The customer was instructed to pull each tubing 1/4 inch through the pinch valve (pv) and perform a drain/rinse procedure to isolate the leak. The mix bubble tubing on the wbc bath was disconnected. This was replaced and the leak was resolved. Customer performed a startup and ran lantron, 5c and retic controls to verify instrument operation. The root cause for the leak is attributed to the mix bubble tubing on the wbc bath that was disconnected. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and stated there was a yellow liquid leaking coming from the right side of the coulter lh 780 hematology analyzer. The customer could not locate the source. Approximately 5ml of the fluid (possibly mixture of blood and reagent) leaked. The customer was wearing gloves and a lab coat during this event. There was no contamination to skin, open wounds or mucous membranes. No one sought medical attention. The msds was reviewed by the customer. An exposure control/risk management plan is in place at the facility. The customer was running patient samples at the time. Controls were run along with patient samples. Controls all recovered well within range. Patient results were not compromised, but the customer technical specialist (cts) recommended powering off the instrument.